Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Review of the transmission reports reveal that the atrial lead had noise. Upon device interrogation the atrial lead exhibited false mode switches related to atrial lead oversensing. The noise was reproducible with shoulder adduction and isometrics. No intervention was performed. The patient was in stable condition.